Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2366500. Model: sc-2366-50. Serial: (B)(6). Batch: 16533324. Product family: scs-linear leads. Upn: m365sc2366700. Model: sc-2366-70. Serial: (B)(6). Batch: 16536642/7075107/7075120. Product family: scs-splitters. Upn: m365sc3354250. Model: sc-3354-25. Serial: (B)(6). Batch: 7070094.

Event description:
It was reported that the patient had a full spinal cord stimulation explant procedure due to infection. All explanted device components were discarded and will not be returned.